Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage at electronic assembly. The insulin pump was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, unexpected restart error test and off no power test due to frozen screen. No unexpected blank display noted during testing. No unexpected constant tone noted during testing. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump immediately went to blank display after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.